Event description:
It was reported that during a neuro surgery it was discovered that the attachment device "would not operate and the burr failed to spin during activation". There was a five minute delay to the planned surgical procedure to obtain a spare identical device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The unit was tested and did not rotate when power was applied.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.